Event description:
The manufacturer¿s representative (rep) reported the consumer fell on (B)(6) 2016 and broke their ribs requiring an x-ray. Since then the consumer hadn¿t used their patient programmer (pp) to check the implantable neurostimulator (ins). On (B)(6) 2016, the rep. Met with the consumer and interrogated the device which showed a power on reset (por) 0x400 error code. The clinician programmer was used to clear the por message. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.